Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure, the catheter tip detached within the patient. The physician had acquired right retrograde femoral artery access and during catheter manipulations the tip detached. The physician then acquired left retrograde femoral artery access and successfully retrieved the catheter tip from the patient with a vascular snare device.

Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually. The complaint is confirmed. No definitive root cause could be determined. However, it is likely that significant force was applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.